Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Upon examination of the returned photo, it was observed that the needle is out of the needle hub and next to the syringe. Based on the investigation with the photo sample analysis the symptom reported is confirmed, but without the physical sample analysis a probable root cause could not be offered. A device history record review was completed for provided lot number 2097351. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub and remained in the patient's arm after injection medication. The worker used their fingers to remove the needle. The following information was provided by the initial reporter: "following injection of a medication into a patient's muscle of the arm using a bd safetyglide needle 23g x 1 inch needle, the needle remained embedded in the patient's arm upon withdrawal of the syrings/needle combination. The needle let go of its plastic casing and was sticking out of the arm, writer took the needle out of the arm with fingers instead."

Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub and remained in the patient's arm after injection medication. The worker used their fingers to remove the needle. The following information was provided by the initial reporter: "following injection of a medication into a patient's muscle of the arm using a bd safetyglide needle 23g x 1 inch needle, the needle remained embedded in the patient's arm upon withdrawal of the syrings/needle combination. The needle let go of its plastic casing and was sticking out of the arm, writer took the needle out of the arm with fingers instead."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-mar-2023. H6: investigation summary two samples and one photo were provided to our quality team for investigation. A visual inspection was performed. One sample had needle missing and no residues of epoxy observed on the needle hub. Upon examination of the returned photo, it was observed that the needle is out of the needle hub and next to the syringe. It could be possible that a jam at the cannulator induced that not enough epoxy was applied and was not detected in the next processes. A verification of the cannulator was performed. The settings were correct, and the flow of products was good. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub and remained in the patient's arm after injection medication. The worker used their fingers to remove the needle. The following information was provided by the initial reporter: "following injection of a medication into a patient's muscle of the arm using a bd safetyglide needle 23g x 1 inch needle, the needle remained embedded in the patient's arm upon withdrawal of the syrings/needle combination. The needle let go of its plastic casing and was sticking out of the arm, writer took the needle out of the arm with fingers instead."